Event description:
It was reported that as the physician repositioned the microcatheter, the coil broke. The proximal portion of the coil was removed with the microcatheter. Part of the distal section of the coil stretched down the petrous segment of the internal carotid artery. The physician was able to "push up the stretched piece of coil" using a snare device and two stents were placed to secure the remaining coil to the vessel wall. The patient was reported to be in stable condition and has been discharged from the facility.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. The device was not returned; therefore, physical analysis cannot be performed. Additional information indicated that no anomalies were noted to the coil or delivery wire prior to use, no friction was encountered during advancement of the coil, continuous flushed was maintained, and repositioning was carried out in one-to-one movement under fluoroscopy. The directions for use (dfu) instruct to take care during coil repositioning. If coil does not move with a one-to-one motion, or repositioning is difficult, the coil had been stretched and could possibly break. Coil breakage during repositioning is an anticipated risk associated with the coiling procedure. It is probable that the coil became damaged during repositioning limiting the performance of the device. Therefore, a root cause of operational context has been assigned to this event.

Event description:
It was reported that as the physician repositioned the microcatheter, the coil broke. The proximal portion of the coil was removed with the microcatheter. Part of the distal section of the coil stretched down the petrous segment of the internal carotid artery. The physician was able to "push up the stretched piece of coil" using a snare device and two stents were placed to secure the remaining coil to the vessel wall. The patient was reported to be in stable condition and has been discharged from the facility.